Manufacturer narrative:
H3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000457, product ID: bi71000450, h6: multiple annex g codes were reported. G0200401 corresponds to concomitant product cable ties that comprises the reported event. G02027 corresponds to concomitant product power supply that comprises the reported event. H6: multiple fdd/annex a codes were reported. A110201 was coded for the system not initializing. A090501 was coded for radiation being disabled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not fully initializing and the radiation was disabled. Performed multiple reboots and issue persists. There was no patient involvement.

Manufacturer narrative:
H3/h6: the system was serviced in the field and the power supply was replaced. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6) rev. F h2) the power supply was returned to the manufacturer pending evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the product ID: bi71000450, lot number: v18440253 rev. F, was returned to the manufacturer and analysis confirmed the reported event. The power supply was installed into a test imaging system and the system did not initialize. Motion, generator, communication and charging readied. Additionally, the power supply's output voltage measure failed at 0 volts direct current (vdc) on the power supply's output. Previously reported codes, b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.